Event description:
It was reported that the patient underwent surgery in 2006, to repair an umbilical hernia injury. It is reported that a prolene mesh system was used in the repair. Reportedly, shortly after the surgery, the patient suffered from severe abdominal pain, significant weight loss, loss of bowel control, back pain, knots in his abdomen and other health problems. He has required additional unspecified treatment as a result of these problems. No additional information was provided at this time.

Manufacturer narrative:
Conclusion: since there is no product available for evaluation and the product lot number is unknown, the investigation of this complaint is limited and we are unable to draw a conclusion. Should additional information become available a supplemental 3500a will be submitted accordingly.